Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva tpn bags leaked from the middle port. This was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1) device was received for evaluation. Visual inspection on the returned sample revealed that the top of port tubing detached from the inside of the bag and was protruding outside the back of the bag on all ports. The reported condition was verified. The cause of the condition was due to variation in the manufacturing equipment port weld process. This issue is being further investigated. The second device was not received for evaluation; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.